Event description:
The physician was removing the 6 french guiding catheter after it became kinked, it was believed that the kink happened when the physician over-torqued the device. During the removal of the guiding catheter, it sheared off and remained in the patient's body. With the assistance of the interventional radiology staff, the sheared piece was eventually removed through the left femoral artery.